Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. Details of the lesion are unknown. After inserting the device into the sheath, the 2.75x38mm taxus element was kinked on the passage to the connector. It was noted that stent damage occurred. The procedure was completed with another with the same device. No patient complications were reported and the patient status is stable. The product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with a kink in the hypotube shaft at 21 mm distal to the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Contrast media was present within the entire length of the inflation lumen, therefore indicating that the device was prepped for use. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. Details of the lesion are unknown. After inserting the device into the sheath, the 2.75x38mm taxus element was kinked on the passage to the connector. It was noted that stent damage occurred. The procedure was completed with another with the same device. No patient complications were reported and the patient status is stable. The product is only ous approved but it is similar to an approved us device.